Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was connected to the core wire and protruding from the tip 2.5mm as received. No blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. Inspection of the device revealed no damage or irregularities. Functional testing was performed by prepping the device. Water was pushed and pulled through the device valve with a connected syringe several times. Air bubbles were seen coming from the core wire handle sheath inside the wds sheath during the pull cycle and water was observed leaking around the base of the torque hub during the push cycle. The complaint device underwent additional testing and imaging and the results indicate a potential void between the proximal end of the core wire and the torque hub. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. During preparation outside of the patient, the physician flushed a 27mm watchman laa closure device & delivery system (wds) with saline and attempted to remove all of the air, but was unsuccessful. The physician tried three times to remove the air, but it could not be removed. Therefore, they prepped and used another wds to complete the case successfully. There were no patient complications as the wds did not enter the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. During preparation outside of the patient, the physician flushed a 27mm watchman ® laa closure device & delivery system (wds) with saline and attempted to remove all of the air, but was unsuccessful. The physician tried three times to remove the air, but it could not be removed. Therefore, they prepped and used another wds to complete the case successfully. There were no patient complications as the wds did not enter the patient.